Manufacturer narrative:
(B)(4). Concomitant medical devices: vanguard cr ilok fem-rt 75, catalog#: 183014, lot#: j3910422, biomet cc cruciate tray 79mm, catalog#: 141235, lot: j3925180, stryker bone cement. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient reported ongoing pain beginning three to four months after initial procedure. Approximately nineteen months post-initial implantation, the patient was admitted to the emergency room with a high fever and swelling of the knee. The patient was revised and underwent a washout due to infection, with the tibial insert being removed and replaced. Patient was also placed on antibiotics.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.